Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the live video was not coming during the fluro. As a part of troubleshooting process, fse checked the system and found that image flickered during the fluoro run. To resolve the issue, fse reseated the connection to the monitor. After the operational repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live video is not coming during fluro. The device was in clinical use. Patient harm is unknown. The philips field service engineer (fse) checked and reseated the connection to the monitor and handover system in good condition. Philips has started an investigation of the complaint.